Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that since november has been experiencing return of symptoms. Patient also mentioned that once experienced an electrical jolt in their back. When asked, patient said the change in diet during the holidays could have affected their symptoms. Patient said that in february had some treatment for sinus issues and was in the hospital in march and said that had a lot of problems with symptom control then. Patient said needs an adjustments or would like to have the system removed. When asked, patient said hasn't made any adjustments themselves as the handset is missing. Patient said typically goes to their doctor's office for reprogramming with the manufacturer representative (rep). Reviewed replacement process and was going to transfer to lost/stolen vendor however patient said that they will call back and ended the call. Additional information was received from the patient's healthcare provider (hcp). It was reported that it was unknown if the issue was related to the device/therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.